Event description:
It was reported by medical staff that a patient at home experienced an acute headache the night of (B)(6), 2015. The patient began having changes in mental status with headache and was taken to emergency room. Computed tomography (CT) scan showed a large intracranial bleed, the patient was then flown to another facility. The patient was somnolent and intubated; no neuro response on presentation. The patient was admitted to ICU and neuro surgery consulted immediately. The patient was taken to the operating room for surgical and medical treatments. Despite multiple medical and surgical efforts, the bleed extended into the ventricles. The pump was stopped on (B)(6), 2015, at the request of family and the patient expired shortly after. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: serious and life threatening adverse events, including death, have been associated with use of this device. All vad patients face risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.